Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the black cable on 8mm maryland bipolar forceps instrument was observed to be broken. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the conductor wire on reported 8mm maryland bipolar forceps instrument was fully broken into half. The wires were not exposed due to damage. There was no loss of cautery and there was no tissue injury. There were no signs of arcing or thermal damage. The instrument was replaced with a backup. No images were available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test. No thermal damage was found on the instrument.